Manufacturer narrative:
No further information will be submitted via this manufacturer report. Additional information regarding this event will now be captured in regulatory report # 3004209178-2015-15407.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a stim explanted on (B)(6) 2017 due to shocking and the battery never holding a charge. The device was replaced with a competitor¿s product. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.